Manufacturer narrative:
The medical center discarded the impella pump, but did however return the data logs from the console. The logs revealed the pump had become disconnected during use. The team did note that the patient was sedated and during a time of confusion may have disconnected his own pump, as a "use" error. The failure mode will be monitored and trended.

Event description:
The complainant in the EU had an impella 5.0 supporting a patient due to instability after bypass (CABG) surgery. The 5.0 was place in addition to ECMO. After 9 days the pump stopped and was explanted. This was within the indicated use timeframe.